Event description:
It was reported that during use of the system for a cardiopulmonary bypass procedure (cpb), the perfusion system had no air sensor module, which lead to patient dead by an embolic event due to absence of air sensor and failure of level sensors. The system was not changed out, and was used for the surgery. Per clinical review: approximately five minutes into cpb, the venous reservoir drained and air entered the cpb circuit. It was reported that level sensors were being used, but they did not function adequately. It was also reported that an air detector was not used during the procedure. It was reported the patient suffered a stroke, due to air embolism, but they were not sure if air entered the patient due to drainage of the reservoir or during de-airing of cpb. The arterial pump stopped and air was removed from the circuit, after the patient was returned to cpb for approximately five minutes. There were also reports of "fail 5/6" messages on a roller pump that resulted in pump stoppage and required hand cranking. The patient expired in the operating room. Surgery was about three hours, cpb ran for twenty-nine minutes.